Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm had foreign matter a foreign object was found in the tip of the cannula needle prior to performing an indwelling needle puncture on (B)(6) 2024, as prescribed by the physician, and was immediately replaced with a new one with no adverse effects to the patient.

Manufacturer narrative:
1 DHR bhr review lot 3325171. 1 this batch of products were assembled at intima ii auto line 4 in december 2023, and packaged at r240 package line in december 2023. Work order quantity was (B)(4) ea. 2 review the in process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 2 no defective samples and photos have been received for the complaint. 3 check the retained samples of this batch, no foreign matters are found on the catheter head. Please see attachment for the photo. 4 no similar complaints have been received from other hospitals regarding this batch of products. Conclusions: no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As the status and composition of the foreign matter on the catheter head cannot be confirmed, the root cause of this defect cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information provided.